Event description:
Surgeon was attempting to remove an accolade2 stem and the hudson adapter that was threaded into the stem broke at the stem/bolt junction during attempted back slapping. Surgeon then opted to use an "orthovice" backslap to remove the stem. Additional event information: the patient was revised due to an incident of dislocating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner, a tritanium shell and a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Surgeon was attempting to remove an accolade2 stem and the hudson adapter that was threaded into the stem broke at the stem/bolt junction during attempted back slapping. Surgeon then opted to use an "orthovice" backslap to remove the stem. Additional event information: the patient was revised due to an incident of dislocating.